Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss could not be tested/ confirmed as the plunger, link, suture, posterior needle tip and cuffs were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 4f sheath hole prior to an ablation interventional procedure. It should be noted that the prostyle instructions for use (IFU), indications states: for access sites in the common femoral vein using 5f to 24f sheaths. In this case, it is unknown if the use of a 4f sheath contributed to the reported needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d4: lot number, expiration date. H4: manufacturing date.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 4f sheath hole prior to an ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issues] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 15f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of procedure estimated as (B)(6) 2023. Medical device problem code 1494 - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.